Manufacturer narrative:
Date rec¿d by MFR : 03jul2019, date of report : 07aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported issue. The fse replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: june 24, 2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported the touch screen was just recently replaced and now is noticing spots on the touch screen that is not working. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
MFR received date: 17 sep 2019. Date of report received: 18 sep 2019. The touchscreen (assembly, touch screen, user intf, v8000) was returned to failure investigation (fi) for evaluation. Optical inspection revealed yellowing, trace cracking, uneven epoxy coverage, suspected inter-layer delamination/bubbling, and minor surface smudging/fingerprints. The touchscreen will be installed into known good ventilator and boot into normal operation. Check for alarms and errors. Turn off unit using touch screen. Multiple unresponsive regions noted. Unable to calibrate screen. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.